Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported "no ibp display " issue. The failure was observed by the end user. The fse tested the cs300 and concluded that the issue could possibly be the customer's accessories causing the ibp failure. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) had no invasive blood pressure (ibp) displayed on the screen. No patient harm, serious injury or adverse event was reported.